Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('pain ¿ chronic, pelvic') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (underwent essure removal and tubal ligation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and fatigue had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for- pelvic pain, pain abdominal, dysmenorrhea (cramping),menorrhagia and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received-previously reported event "injury to herself" updated to "ectopic pregnancy", events-" chronic pelvic pain female, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), she did not underwent essure confirmation test, device ineffective and fatigue", patient demography, reporter information added. Essure model number updated to 205. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/ pregnancy (with complications)/ pregnancy (termination)'), pelvic pain ('pain ¿ chronic, pelvic') and genital haemorrhage ('abnormal bleeding (general)') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multigravida and parity 4 ((B)(6) 1990, (B)(6) 2000, (B)(6) 2006, (B)(6) 2007 (last live birth same month as reported insertion of (B)(6) 2007)). Previously administered products included for contraception: norplant from 1990 to 2000. Concurrent conditions included lower abdominal pain and paratubal cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 9 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (had to take left fallopian tube due to ectopic pregnancy and laparoscopy and right salpingectomy and tubal ligation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and fatigue had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for- pelvic pain, pain abdominal, dysmenorrhea (cramping),menorrhagia and fatigue. Discrepancy noted in essure implant date (B)(6) 2007 and (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received : events per pfs - abnormal bleeding (general), vaginal discharge and abnormal bleeding (vaginal). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.